Manufacturer narrative:
A review of the manufacturing records showed all requirements were met; the lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Infections are a known possible reaction to treatment. It is unknown if the patient rubbed the itchy pimple which could have made the infection worse. No product or burn pattern paper test were returned for evaluation. The customer reported no system errors or anything out of the ordinary occurred during treatment. Based on the available information, the possibility for infection is a known reaction to treatment, as a risk of infection exists whenever the skin is wounded during non-ablative fractional laser treatments with devices such as clear+brilliant. Trending will be performed to monitor this issue.

Manufacturer narrative:
Additional information has been requested but not received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physicians office reported a staph infection developed on the left cheek of a patient following a full face clear and brilliant laser treatment. The doctor reported that the patient underwent a clear and brilliant treatment across the face at a maximum energy level of high, and that the patient tolerated it well. No event codes or errors were noted during treatment. Three days post treatment the patient indicated that they had a small pimple on the left cheek that was itchy. The patient visited their general practitioner in the following days who visually diagnosed the patient with a staph infection. Following up, the treating physician took swabs and confirmed the staph infection. The general practitioner prescribed staphylex and bactroban to treat the infection. The patients current condition is fully healed from the infection with some redness to the skin still evident. It is unknown whether any permanent scarring will form, however, the treating physician deemed scarring as unlikely.